Manufacturer narrative:
Device evaluated by MFR?, code 81, device return and evaluation is not needed as the infection is not related to the suspect device but the procedure

Event description:
It was reported that the patient's generator and leads were explanted due to an infection. Device history records were reviewed and indicated that both the lead and generator were hp sterilized per specifications and passed all quality tests prior to distribution. Device evaluation is not necessary as the reported event of infection has been determined as not related to the functionality of the vns. No further relevant information has been received to date.